Event description:
The report received from the affiliate indicated that during preparation of the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc), air could never be successfully removed from the product. The product was not clinically used in the patient. Another maxi bc was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the aorta. The target lesion was reported to be: heavily calcified, and tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During preparation of the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc), air could never be successfully removed from the product. The product was not clinically used in the patient. There was no reported patient injury. Another maxi bc was used to complete the procedure successfully. The target lesion was the aorta. The target lesion was reported to be heavily calcified, and tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. The product was returned for inspection. One non sterile maxi ld 7f 25x4 110cm was received coiled in a plastic bag. Balloon was not previously inflated. No damages were noted in the device. A leak test was performed and balloon was inflated without any anomalies, also negative pressure was applied to the device and the balloon was fully deflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon-leakage during negative pressure was not confirmed as the device performed as intended during analysis testing. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither the product analysis nor the manufacturing records review suggests that the difficulty experienced by the costumer could be related to the design and manufacturing process. Therefore, no corrective action will be taken.